Event description:
Image disturbance during angylation. This event occurred at the time of before use. This event occurred, no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: the ccd replaced. Correction information: follow up #1, type of follow up, device manufacturer date, coding changed based on the investigation result.